Manufacturer narrative:
Na

Event description:
The customer tested on his coaguchek xs (serial number (B)(4)) on (B)(6) 2015 at 9:03 pm and obtained a result of 3.8 inr. He retested at 9:07 pm using a new finger and the result was 2.9 inr. At 9:57 pm using another finger he obtained a result of 3.0 inr. No changes to his medication was made based on these results. He tested on (B)(6) 2015 and obtained a result of 2.8 inr. No time is given for this test. The customer's therapeutic range is 2.0 - 3.0 inr. It is reported that he has had no changes in his diet, medication or health. He is not taking heparin of any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. There was not any adverse event. The suspect product was requested to be returned and replacement product was sent.

Manufacturer narrative:
The returned meter and internal reference meters were tested with the current masterlot 230734. Human blood samples from warfarin donors were measured. The obtained results showed a maximum difference of 0.0 inr. The patient samples were always identified as blood. All measurements were without error messages. The returned and the retention material meet the specification.